Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing and x-ray imaging were performed and revealed no anomalies. The physician suspected insulation damage, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition.